Manufacturer narrative:
Testing and investigation confirmed the actual product involved in the event was list number b9092, 8" bifuse extension set with 2 microclave®, 2 clamps, luer lock. There were no visual anomalies found during inspection of the tubing set. During the pressure leak test, no leaks were observed at any location along the fluid path. Testing could not confirm the complaint; the tubing set performed as designed and expected. Additionally, testing completed a batch record review of the suspected tubing set lot numbers, 3732565, 3744593, 3702294, 3744596, and there were no non-conformances identified.

Manufacturer narrative:
The lot number of the device that was in use is unknown. The customer contact identified four possible lot numbers (plots). A device from possible lot numbers 3732565, 3744593, 3702294 and 3744596 is expected to be returned for investigation. It has not yet been received. Exp. Dates: plots: 3732565: exp. Date 07-01-2023; 3744593: exp. Date 07-01-2023; 3702294: exp. Date 06-01-2023; 3744596: exp. Date 08-01-2023. Mfg dates: plots: 3732565: mfg. Date 08-01-2018; 3744593: mfg. Date 08-01-2018; 3702294: mfg. Date 06-01-2018; 3744596: mfg. Date 09-01-2018.

Event description:
The event involved an 8" bifuse extension set with 2 microclaves, 2 clamps, and luer lock that was attached to a bbraun tubing set. The customer confirmed the therapy, cytarabine, was infusing, when the patient noted the bed was wet. A leak of approximately 100ml was found originating in the seal. There was no reported harm or medical intervention. No additional information was provided.